Event description:
A falsely depressed troponin I result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and a positive result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed troponin I result.

Manufacturer narrative:
A siemens healthcare diagnostics inc. Field service representative (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result lack of reagent delivery due to syringe and tubing not connected properly. The fse corrected the malfunction. The instrument is performing within specifications. No further evaluation of the device is required.